Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized for the event. The cause was unknown. On an unreported date, the patient was treated with an injection of vancomycin (2 grams, frequency and route not reported). Action taken with dianeal therapy was not reported. At the time of this report, it was unknown if the patient had recovered from the event. Additional information is not available.

Manufacturer narrative:
The day after the event onset, the patient began treatment with meropenem injection (1 gram, frequency and route not reported) and tobramycin injection (20 milligram, frequency and route not reported). At the time of this report, the patient's fluid was clear, remedial therapy was ongoing and the patient was recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.